Manufacturer narrative:
Device is not available for investigation.

Event description:
Screws came loose on plate which was implanted in august. Surgeon replaced with larger locking screws. Pt had received radiation.